Event description:
It was reported that during dilatation in the mid left anterior descending artery, the rx voyager balloon was inflated to nominal pressure, but fluoroscopy revealed that the balloon did not inflate properly. A second attempt was made to inflate the balloon and the same occurred. A balloon rupture was suspected. A non-abbott dilatation catheter was used to perform dilatation. There was no adverse pt effect. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). Evaluation summary: the catheter was returned with blood visible in the guide wire lumen, indicating that the device was loaded onto a guide wire. There was contrast visible in the inflation lumen and the balloon was loosely folded, which suggests that the device was prepared for use and the rated burst pressure (rbp), 14 atmospheres, and the analysis revealed that there was a longitudinal rupture in the balloon above the distal marker that extended proximally for a length of 4.5 mm, confirming the reported rupture. It could not be determined if the rupture was along a crease or fold in the balloon. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Scanning electron microscopy (sem) analysis determined that the balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to the procedure. Additionally, the lesion was mildly tortuous and mildly calcified, which may have contributed to the reported experienced rupture. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. In this case, the balloon material may have become damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon ruptured. Based on the information received, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.